Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device was implanted.

Manufacturer narrative:
An event regarding pack damage involving an mrs stem was reported. The event was confirmed. Method & results: -device evaluation and results: based on photographs provided, the inner blister is perforated at the stem tip end of the packaging. The two end caps are no longer in their original positions and have allowed the stem to move out of its original position. Images of the outer blister and/or the outer unit carton have not been provided and therefore the condition of these packaging components cannot be reviewed. The observed damage is consistent with the device pack being subjected to excessive handling during transportation to the extent that the device was jolted out of place within the skin pack, leading to the perforated inner blister. -medical records received and evaluation: not performed as no medical records were provided. The surgeon elected to implant the device which is against the instructions in the IFU. -device history review: DHR review was performed and is satisfactory. -complaint history review: chr review confirmed that there were no other similar events for the lot. Conclusions: based on the information provided, it appears that the device pack had been subjected to excessive handling during transportation to the extent that the device was jolted out of place within the skin pack, leading to the perforated inner blister. It is noted that the condition of the outer blister and the unit carton is unknown as they were not provided for review. It is further noted that the surgeon elected to implant the device which is against the instructions in the IFU.

Event description:
In our gmrs case today we opened the straight cemented gmrs stem 6485-3-117 (lot : tec1210) and the inner packaging inside the sterile box was busted open and the stem was loose. This surgery was a right knee, and there was a 15 minute delay in surgery - more anesthesia. It was noted the device was implanted.

Event description:
In our gmrs case today we opened the straight cemented gmrs stem 6485-3-117 (lot : tec1210) and the inner packaging inside the sterile box was busted open and the stem was loose. This surgery was a right knee, and there was a 15 minute delay in surgery - more anesthesia. It was noted the device was implanted.